Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-9800 console was causing the apollo wand to start burning at a high temperature. This occurred during a case. There was no additional information provided, additional information has been requested.

Event description:
Additional information was provided on 11/27/2023 where it was stated that they believed it was on a shoulder and a new apollo was opened to finish the case.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from t. He field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.